Event description:
The dentist reported a screw fractured inside the implant. The implant had to be removed.

Manufacturer narrative:
The implant was returned. There was evidence of a fractured screw inside the implant. The exterior of the implant was damaged, likely from the implant/screw removal attempts. The remaining portion of the screw was not returned for review. The part and lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would cause or contribute to this event. A definitive root cause has not been determined.